Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation") and dyspareunia ("painful intercourse"). The patient was treated with surgery (on or about (B)(6) 2017, plaintiff underwent total hysterectomy). At the time of the report, the pelvic pain, menorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia, menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in a 24-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and pap smear abnormal (treatment include biopsy). Concomitant products included buspirone since (B)(6) 2017, cholecalciferol (vitamin d3) since (B)(6) 2017 and oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("worsening depression"), abdominal pain ("abdominal pain") and anxiety ("anxiety"). The patient was treated with surgery ( hysterectomy with bilateral salpingo-oophorectomy (removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, dysmenorrhoea, fatigue and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: type of test: hysterosalpingogram (hsg) results: total bilateral occlusion & failure to occlude (close) fallopian tubes, date of results: (B)(6) 2015 & (B)(6) 2016. Healthcare provider communication: after first hsg, the hcp said that it wasn't blocked all the way and to continue taking oral contraception until further notice, date of communication: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2016: failure to occlude (close) fallopian tubes. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet. Events per pfs: abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), worsening depression, dysmenorrhea (cramping), fatigue, abdominal pain and anxiety. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in a 24-year-old female patient who had essure (batch no. C55835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and pap smear abnormal (treatment include biopsy). Concomitant products included buspirone since (B)(6) 2017, colecalciferol (vitamin d3) since (B)(6) 2017 and oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. In august 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("worsening depression"), abdominal pain ("abdominal pain") and anxiety ("anxiety"). The patient was treated with surgery (on (B)(6) 2017, hysterectomy with bilateral salpingo-oopherectomy (removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, dysmenorrhoea, fatigue and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: type of test: hysterosalpingogram (hsg) results: total bilateral occlusion & failure to occlude (close) fallopian tubes, date of results: dec2015 & (B)(6) 2016. Healthcare provider communication: after first hsg, the hcp said that it wasn't blocked all the way and to continue taking oral contraception until further notice, date of communication: dec2015. Trailing coils: left: 2 right:4 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2016: failure to occlude (close) fallopian tubes quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in a 24-year-old female patient who had essure (batch no. C55835) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression and pap smear abnormal (treatment include biopsy). Concomitant products included buspirone since (B)(6) 2017, colecalciferol (vitamin d3) since (B)(6) 2017 and oral contraceptive nos. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("worsening depression"), abdominal pain ("abdominal pain") and anxiety ("anxiety"). The patient was treated with surgery ( hysterectomy with bilateral salpingo-oopherectomy (removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia and abdominal pain had resolved and the menorrhagia, vaginal haemorrhage, female sexual dysfunction, depression, dysmenorrhoea, fatigue and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: type of test: hysterosalpingogram (hsg) results: total bilateral occlusion & failure to occlude (close) fallopian tubes, date of results: (B)(6)2015 & (B)(6) 2016. Healthcare provider communication: after first hsg, the hcp said that it wasn't blocked all the way and to continue taking oral contraception until further notice, date of communication: (B)(6) 2015. Trailing coils: left: 2 right:4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2016: failure to occlude (close) fallopian tubes . Most recent follow-up information incorporated above includes: on 28-feb-2018: correction: FDA codes corrected so follow up marked as significant. On 1-mar-2018: medical records: essure lot number c55835 was added and so FDA codes were removed.new reporter added. Incidentl at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") in a 24-year-old female patient who had essure (batch no. C55835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and pap smear abnormal (treatment include biopsy). Satisfactory location of the microinsert's with occlusion at the cornua bilaterally. Concomitant products included bupropion, bupropion hydrochloride (wellbutrin), buspirone since (B)(6)2017, celecoxib (celexa), cholecalciferol (vitamin d3) since (B)(6)2017 and oral contraceptive nos. In (B)(6)2015, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced depression ("worsening depression") and anxiety ("anxiety"). The patient was treated with surgery (on (B)(6)2017, hysterectomy with bilateral salpingo-oophorectomy (removal of fallopian tubes)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, fatigue and abdominal pain had resolved, the depression was resolving and the anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: type of test: hysterosalpingogram (hsg) results: total bilateral occlusion & failure to occlude (close) fallopian tubes, date of results: (B)(6)2015 & (B)(6)2016. Healthcare provider communication: after first hsg, the hcp said that it wasn't blocked all the way and to continue taking oral contraception until further notice, date of communication: (B)(6)2015. Trailing coils: left: 2 right:4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: total bilateral occlusion; on (B)(6)2016: results: failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jan-2019: pfs received with her demographic details were updated. Product indication updated. Event onset date updated. Concomitant medications were added. Event outcome added for dysmenorrhea (cramping), apareunia (inability to have sexual intercourse), fatigue, worsening depression, abnormal bleeding (vaginal) and excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.